Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® dryseal flex introducer sheath instructions for use (IFU), adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. Additionally, the IFU states ¿if vessel size is smaller than the nominal body outer diameter, major bleeding, vessel damage, or serious injury to the patient, including death, may result.¿

Event description:
On (B)(6) 2019, a gore® dryseal flex introducer sheath was used as part of an endovascular secondary intervention procedure. During the procedure, the sheath was inserted and a stent graft was advanced and deployed as planned. However, when the sheath was removed, procedural angiography reportedly showed blood flow outside of the left external iliac artery, and a decrease in blood pressure was noted. According to the report, the left external iliac artery was narrow and partially calcified. It was also reported that a portion of the vessel was smaller than the outer diameter of the sheath (measurement not available). The physician suspected a ruptured access vessel; therefore, the left common iliac artery was occluded with a balloon to stabilize blood pressure. A left external iliac artery rupture was reportedly confirmed by angiography. Two additional stent grafts were placed in left external iliac artery to treat the rupture. A final procedural angiograph confirmed the bleeding was resolved. The procedure was completed without any further reported complications, and the patient tolerated the procedure.